Event description:
It was reported that externalized conductors were observed proximal to the rv coil. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received externalized conductors due to internal insulation abrasion were found at 54.5-57.5cm from the connector pin. The siliconeinsulation was abraded and rv conductors were visible. Another internal insulation abrasion was found at 44.2-45.2cm from the connector pin. External insulation abrasion was found at 14.2-14.3cm from the connector pin, consistent with lead friction to the ICD can. The etfe coating was intact at these locations.